Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared an altitude alarm. There was no reported impact to blood glucose level. Reportedly, the customer was able to clear the alarm and was able to resume insulin delivery.